Event description:
It was reported that the Insertable Cardiac Monitor came out of the patient's chest. No additional adverse patient effects were reported. Additional information was requested; however, the representative contacted the clinic and was informed that the clinic had no knowledge of the reported event.